Manufacturer narrative:
(B)(6) 2016. Event date: (B)(6) 2016. (B)(6).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The international customer reported the v60 unit indicated alarm 100a occurred. There was no patient involvement. The device is expected to be received at the international service center for analysis.